Event description:
It was reported the patient received the following results within 15 minutes: 62 mg/dl, measured with the patient's instant meter and 110 mg/dl, measured with another accu-chek meter of a friend.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.